Event description:
The balloon on the uterine manipulator would not inflate. Manufacturer response for cannula, manipulator/injector, uterine, clearview uterine manipulator (per site reporter). Sample was returned to laborie on [redacted] for investigation. No investigative results as of [redacted].